Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced an intermittent out of range signal. No additional patient or event information is available. The complaint states the patient experienced intermittent antenna icon. Data was reviewed; however, the dates of data sent were not inclusive of the issue date range. Problem could not be confirmed. The root cause could not be determined.